Manufacturer narrative:
Due to additional information received, the supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and nrg transseptal needle were selected to be used. An approach was made via the left femoral vein as the puncture site in the right femoral vein was difficult at the start of the procedure. The tenting was difficult to see, and it had to be raised several times before performing the septal puncture. Although the system appeared to have crossed the septum, the guidewire was not visible in the left atrium. There were no changes on the patient vitals and pericardial fluid, and the closure device was implanted. It was later reported that a cardiac tamponade occurred, and a pericardial effusion was noted on the posterior wall. Pericardiocentesis was performed, and a moderate amount of dark pericardial fluid was drained. The patient condition was stable and admitted in the intensive care unit (ICU). A late tamponade had occurred. The patient has been discharged. The device is not expected to return for analysis as remained inside. It was further reported that a late tamponade had occurred. A non-boston scientific guidewire was used with nrg.

Event description:
It was reported that pericardial effusion and a cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and nrg transseptal needle were selected to be used. An approach was made via the left femoral vein as the puncture site in the right femoral vein was difficult at the start of the procedure. The tenting was difficult to see, and it had to be raised several times before performing the septal puncture. Although the system appeared to have crossed the septum, the guidewire was not visible in the left atrium. There were no changes on the patient vitals and pericardial fluid, and the closure device was implanted. It was later reported that a cardiac tamponade occurred, and a pericardial effusion was noted on the posterior wall. Pericardiocentesis was performed, and a moderate amount of dark pericardial fluid was drained. The patient condition was stable and admitted in the intensive care unit (ICU). A late tamponade had occurred. The patient has been discharged. The device is not expected to return for analysis as remained inside.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.